Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker patient experience dizziness, which resulted in a syncopal episode. The cause of the syncope was not determined. Boston scientific technical services (ts) indicated that no recent remote device transmissions had occurred. Additional information was requested for device involvement. This pacemaker remains in service. No additional adverse patient effects were reported.